Event description:
Agent contacted technical solutions to report a patient who had experienced overdose symptoms after an MRI was performed. It was reported by the nurse that, prior to the MRI, the medication (fentanyl) was removed from the pump and the constant flow dose was set to 0.0. After the MRI, the pump was checked for error codes, to which there were none, and the nurse claimed that they manually aspirated and received no draw back. The patient had reported a warm hot site of implant, however, was deemed to be okay to proceed by the providers. During the refill, there was positive pressure the entire time and the needle was locked in place in the pump. Following the refill, the patient was seen to be experiencing overdose symptoms and was diaphoretic, sedated, and low pulse oxygen. Nasal oxygen was administered followed by a dose of narcan. This aided the patient enough to allow the providers to conduct some further testing. Upon re-entering the pump, only 13ml of the 20ml were drawn back and reconciled. An ultrasound was performed and no pocket fluid was noted. A final manual aspiration was performed and no further fluid was received. After this, the patient was sent to the ER on their own recognizance for observation. The pump was later explanted.

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. During discussion with the physician, it was confirmed that the nurse only manually aspirated for 2-5 seconds. Technical solutions explained that the MRI safety document recommends pulling for up to 30 seconds to confirm valve closure, and that time span may not have been enough to be able to draw fluid through the pathway. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump showed no anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump. Internal complaint number: complaint (B)(4).